Event description:
It was reported that during a da vinci sacrocolpopexy procedure the surgical staff experienced system error code 20013. The system was rebooted multiple times, however, error code 20013 continued to recur. The surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 20013 experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20013 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts davinci in a recoverable safe state. The ecm was returned to isi for failure analysis investigation, however, engineering was unable to replicate the customer reported failure mode. Based on the system error logs, an axis potentiometer and motor/encoder will be replaced as a precaution. As of (B)(6), 2010, there have been no reported recurrences of the issue at this hospital.